Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: there were multiple call service alarms observed in the pump history. The pump successfully completed a rewind, load and prime sequence. Unrelated to the original complaint, there was moisture visible in the display. The leak test confirmed a crack in the pump case. The pump was opened and there was moisture damage found internally. The battery cap was not returned with the pump, so a test cap was used.